Event description:
It was reported that a malfunction occurred with the customer's device, displaying malfunction code 12. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to report any future issues.